Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was implanted with unsatisfactory results. The physician attempted to reposition the lead; it was noted that the lead helix failed to be extended and was damaged. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿helix extension issue and damaged¿ were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection and x-ray examination showed the helix was bent consistent with procedural damage. X-ray inspection of the inner coil found no anomalies that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to blood/tissue in the helix region and the helix being bent.

Event description:
New information received notes that the right ventricular lead exhibited loss of capture during the procedure.

Manufacturer narrative:
Correction: section h11 - the correct manufacturer narrative should have been " the reported event of ¿helix extension issue and damaged¿ were confirmed but the reported event of ¿no capture¿ was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection and x-ray examination showed the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the inner coil found no anomalies that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to blood/tissue in the helix region and the helix being bent." Rather than "the reported event of ¿helix extension issue and damaged¿ were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual inspection and x-ray examination showed the helix was bent consistent with procedural damage. X-ray inspection of the inner coil found no anomalies that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to blood/tissue in the helix region and the helix being bent.:

Manufacturer narrative:
Correction: d3 - the correct manufacturer establishment name should be (B)(6) instead of (B)(6). G8 - manufacturer report number should have started with 2017865 not as submitted 3008377825-2025-00494.